Event description:
Dealer stated that the end user was in their (B)(4) wheelchair and was hit by a car. The user is in the hospital. The dealer stated he is not certain by looking at the chair if it was actually hit by a car or if the user drove the chair off the curb.